Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the patient's IV pump alarming due to air in line. Noticed significant air in the line below cartridge in module. When I opened the door to assess the chamber, I noticed there was a small break in the tubing below the sensor, causing the argatroban to leak. A small air bubble was present at the sensor which made the unit alarm. There was no patient harm.

Event description:
It was reported that the patient's IV pump was alarming due to air-in-line. Noticed significant air in the line below cartridge in module. When I opened the door to assess the chamber, I noticed there was a small break in the tubing below the sensor, causing the argatroban to leak. A small air bubble was present at the sensor which made the unit alarm. It was confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Continued from d11- 50ml glass vial of aratroban injection (exela pharma sciences, ndc 0143-9559-01, expiration date and lot number illegible on label) and a green alcohol disinfecting cap on the proximal smartsite. Additional information added to; d10 and h.6. ************************************************** the customer¿s report of air in the line below cartridge in module and report of leak, were confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A horizontal tear was observed in the silicone tubing, just above the lower fitment retainer ring. No gouge/crush marks were observed on the lower fitment. Clear liquid was observed in the drip chamber and entire length of tubing. Air bubbles were observed in the set¿s tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed and water was observed to be leaking out of the location of the tear in the silicone segment. The set was pressure tested; water and air bubbles were observed leaking from the tear in the silicone tubing. The cause of the air in line and observed leak were due to a tear (described as small break by the customer) in the silicone segment just above the lower fitment retainer ring.